Event description:
It was reported to st. Jude medical that an increase in the sensing/pacing lead impedance was observed. However, the pt's r-waves looked fine and the capture thresholds remained the same. The decision was made to replace the lead, given poor pt complicance and pt's distance from the clinic.